Event description:
It was reported that a triple lumen catheter was placed into the pts internal jugular in the intensive care unit on (B)(6) 2012. All of the lumens were used without any issues. On (B)(6) 2012, when the nurse flushed the distal lumen and tried for blood return all she received was air. The other two lumens had a blood return. Their concern was that there was a leak in the distal lumen. As a result, the catheter was removed and was given peripheral ivs. There was no delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.